Event description:
The manufacturer received information from the third-party service center alleging the device does not detect the battery. The device was not reported to be in clinical use at the time of the incident. During evaluation the device was visually inspected and noted the device does not turn on with batteries. During the evaluation process, the simplygo device was identified with defective pca. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.